Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: sc-8216-50, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 14563196.

Event description:
It was reported that the patient was having difficulty charging the ipg and patient was having frequent ipg charging. It was also reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg and lead was analyzed and passed visual inspection. However, an analysis of the data log revealed that prior the explant procedure, there were charging issues due to the thermistor being triggered multiple times. The ipg was able to be fully charged in a room temperature environment (cis lab) in one four-hour charge cycle without any anomalies. The charging current is also low on charge cycles where the patient was not able to fully charge the ipg. With all the available information, boston scientific concludes the reported event was not confirmed. This investigation will be assigned a probable cause of failure to follow instructions, the ipg thermistor was likely being triggered due to poor ventilation while charging or poor charger-ipg alignment while charging.

Event description:
It was reported that the patient was having difficulty charging the ipg and patient was having frequent ipg charging. It was also reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively.